Manufacturer narrative:
The device was returned to olympus for evaluation. The users complaint was confirmed. The device was visually inspected and found damage to the distal fibers. The cloudiness is due to debris in the optical system. The listed parts were replaced. The device was returned to full functionality and returned to the user facility. The DHR review of the m3-70a serial number (B)(4) was shipped as a returned exchanged scope, manufactured december 2018, did not find any defects, nonconforming issue or any corrective action issues during the assembly build of the device. All records indicate the device was manufactured in accordance with all applicable procedures and final product release criteria. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported to olympus that the telescope is cloudy. The customer sent the scope in for evaluation. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.